Event description:
Breast pump didn't "suck." I couldn't get milk. After having mastitis twice (from not being able to express milk), I bought a new one (different brand) and was able to express easily. I have used three breast pumps and the playtex pump was absolutely awful.